Event description:
Medics were monitoring a male pt who was experiencing shortness of breath. The complainant also indicated that the pt had c.o.p.d. And a "barreling chest". The medics were using a 3 lead ECG cable to monitor the pt. The monitor functioned properly for a few minutes and then a "check electrodes" message appeared on the unit's monitor screen and the ECG trace appeared as a dotted line. The medics were two blocks from the hospital. They completed the transport with no adverse effect on the pt.